Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temp sensing foley catheter fell out of the patient when the patient was repositioned from a prone to a supine position at the end of surgery. Complainant reported the urine output was normal and the balloon was observed to be deflated when the catheter fell out.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the specialty foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the temp sensing foley catheter fell out of the patient when the patient was repositioned from a prone to a supine position at the end of surgery. Complainant reported the urine output was normal and the balloon was observed to be deflated when the catheter fell out.